Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced persistent hypotony since a few weeks following a glaucoma stent implant procedure. The doctor tried to halve the lumen of the stent with a suture in order to get the hypotony under control, but this did not help much. Additional information was requested. This is one of two medical device reports for this issue from this facility.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is (B)(4).

Event description:
Additional information was received, indicating that the event has resolved/will resolve with treatment (suture insertion into stent on (B)(6) 2017). It was noted that the patient was hospitalized as a result of the event. Iop controlling medication was withdrawn following stent implantation.

Manufacturer narrative:
Corrected information provided. Additional information provided. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., patient preoperative condition, intraoperative complications, postoperative events or conditions that may have an effect on iop) is available for a detailed evaluation of the case. There is no mention of stent system failure. A possible root cause is that hypotony, or low iop, is an established risk associated with stent system use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).